Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was over 500 mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose level. The customer stated that the display returned after inserting new battery. Customer stated that insulin pump also had motor error. Customer reported that drive support cap was normal. Customer was able to complete insulin pump rewind and able to clear the alarm successfully. Customer also stated that displacement test and manual prime were successful and motor alarm did not recur. Customer handed the phone to mother who explained about the customer¿s blood glucose level. The insulin pump will be returned for analysis while the other product will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No device deficiency anomaly noted during test.